Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-july-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned the sample loader and the metal slides of serum. This causes the rack to stick and to jam. The fse cleaned the x1, x2, and x3 rails and lubricated the analyzer. The fse then removed cups and tips from under the sample loader. The software was updated to version 2.02. The fse ran quality controls. All results were within acceptable range. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for error 2250 sample loader rack x1-step feed failure, error 4293 sample loader x1-axis home overrun, and error 4301 sample loader x2-axis home detection failure was the spills on loader made it sticky so the racks jammed.

Event description:
On (B)(6) 2016, a customer reported error 2250 sample loader rack x1-step feed failure, error 4293 sample loader x1-axis home overrun, and error 4301 sample loader x2-axis home detection failure on the aia-2000 instrument. The customer completed an all set home function and received multiple errors about sample loader step feed and x1 and x2 errors. The customer is unable to run patient samples on lhii, prl, ckmb, fsh, afp, and ctnl2. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lhii, prl, ckmb, fsh, afp, and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.